Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease fold and wear abrasion. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition,¿ "mastodynia," and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported ¿left side malposition,¿ "mastodynia," and capsular contracture, baker grade unknown. Device has been explanted.